Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced a decreased blood glucose (bg) value of less than 54 mg/dl. The customer consumed carbohydrates to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.